Manufacturer narrative:
D10: (B)(6), 300-01-15 - equinoxe, humeral stem primary, press fit 15mm, (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, it was reported that the patient experienced recurrent dislocation. As a result, the patient underwent a right shoulder revision approximately 7 years after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 MDR section codes updated/corrected: b, c, d the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.